Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient was in the hospital following a stroke. The caller reported that they cant catheterize the patient and she was not urinating. The patient was feeling stimulation and in the correct area and the therapy was on. It was noted that there was a fall that could be related to this issue. The caller reported that the patient fell on (B)(6) 2016 and broke their hip and a week prior to the report she had a stroke while she was going to therapy. The caller reported that they left a message for managing healthcare professionals office and were waiting to hear back.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.